Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, fold creases, wear abrasion. A leak test was performed and found an opening on the device. A microscopic analysis was performed which identified one sharp opening. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on the anterior side assessed as an unidentified tear opening.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.